Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Insulin pump trace download analysis confirmed the pump alarmed power error 25 and low battery alarm. The adapt tool confirmed power error 25 alarm, low battery alarm, and power loss alarm due to non-sleep anomaly software error. The insulin pump was received with cracked select button keypad overlay, end cap address label fading, stained keypad overlay, scratched case, pillowing keypad overlay, and case cracked behind the pump near the battery compartment. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the back of the insulin pump and the battery did not hold the charge. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.